Event description:
It was reported that the ilet insulin pump¿s housing separated and lifted, exposing internal components, consistent with a screen or enclosure delamination/breakage device problem affecting the pump body. Symptoms included none. Outcomes included no clinical impact, no medical intervention, and no hospitalization. Investigation included customer troubleshooting and education and arrangement of a replacement device with instructions for data sync and device shutdown prior to return. Investigation of this case revealed a mechanical enclosure failure of the original pump; the replacement device was set up successfully with continued cgm use during the transition. It was concluded that the event was related to a device component failure of the pump enclosure, with no reported patient harm.